Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is +(B)(6).

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker field service technician evaluated the device and did not duplicate power issue. The tech observed the device reboots unexpectedly. The device was returned to stryker product assessment center (pac) and the customer received a replacement device.the stryker pac technician further evaluated the device and confirmed and verified the device reset issue. User error by opening the lid during device update was determined to be the cause of the reported issue. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.